Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: one sample from lot 2408031 was provided to our quality team for investigation. Through visual inspection, no evidence of leakage was identified and no damage or other defects were observed on the could have contributed to the reported leak. A device history review was performed for the reported lot 2408031, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this incident. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, including leakage testing. The returned sample underwent these tests and product was verified to meet required specifications, no leakages were observed. Based on our investigation, we cannot identify a root cause at this time. To date, there have been no other similar events reported for this lot. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Description: it is reported, 1 x 30 ml syringe with ch.b.: 2408031, syringe is leaking. Event details: syringe is leaking, during use unfortunately, leaks have occurred again when using bd syringes of various sizes and lots. The leakage occurs both when drawing up various preparations for the first time (by hand) and when injecting into bags, even if no leakage was detected during drawing up. Sometimes these leaks occur several times in succession with different syringes, which severely restricts the workflow. We currently have 10 x 60 ml syringes in storage, including 1 x ch.b.: 2411067, 2 x ch.b.:241169, 7 x 2411022 and 1 x 30 ml syringe with ch.b.: 2408031.